Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. The glucose value graph was analyzed and determined that there was no sensor activated at the time of the complaint. Therefore, this issue is not confirmed. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia and had loss of consciousness, and was unable self-treat, requiring treatment with honey provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia and had loss of consciousness, and was unable self-treat, requiring treatment with honey provided by spouse. There was no report of death or permanent injury associated with this event.